Event description:
Rptr underwent anterior/posterior fusion l4-l5 with instrumentation. Following surgery had nerve (left leg) and ongoing bladder function problems. Instrumentation had to be removed due to severe low back pain. Found out screws were in too tight. She continues to have back pain and bladder function problems. She was never informed this was not FDA approved. (*)